Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the reload was being fired to create the jejunojejunostomy during a roux en y gastric bypass, there were some staples that were not fully formed and the staple line was incomplete in the center. The tissue was pushed distally out of the jaws of the instrument as it was firing. Another reload was used to complete the anastamosis. There was no patient injury.